Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient knew what withdrawal was as he had been through it so many times. It was not known what medication the device system delivered at the time of the event. Additional information has been requested, but was not available as of the date of this report.